Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that their insulin pump was exposed to fluid and there is also a keypad anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.